Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the unit was involved in an incident where the patient was burned. The degree and treatment of the burn have not been made available by the customer. Multiple attempts to obtain additional information regarding the incident have been made.